Manufacturer narrative:
(B)(6).

Event description:
It was reported that there was severe resistance between burr and wire upon removal. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A rotablator burr and 330cm rotawire were selected for use. During removal, severe resistance was felt between the burr and wire. Both devices were then removed together as one unit. The procedure was completed with another of the same device. No patient complications were reported and the patient was good.